Event description:
It was reported that the rv lead was explanted due to high ventricular impedance greater than 2000 ohms, unacceptable thresholds, and apparent lead fracture. No patient complications were reported as a result of this event.